Event description:
In this case, it was reported that the valve was explanted at implant. Unfortuantely, the reason for explant is unknown. The patient's medical records provided indicate that an attempt of mitral valve repair with an annuloplasty ring was initially attempted. Subsequently, a 25 mm prosthetic valve was implanted. There is no reference of the subject device documented in the records. It was also reported that the patient expired from unknown causes. No other details provided.

Manufacturer narrative:
Device not returned. Explants at implant are typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient's anatomy, and not a malfunction of the device. Unfortunately, there is insufficient information to conclusively determine the root cause of this event. There have not been any allegations of a malfunction or deficiency related to the explanted valve. Continued attempts are being made to obtain additional details regarding this case. A supplemental MDR will be submitted in the event any new information is received.

Manufacturer narrative:
After additional review of the medical records, it was learned that the subject device was implanted for the patient's severe mitral regurgitation. The patient represented for mediastinal exploration for bleeding. The edwards valve was explanted for repair of atrioventricular dissociation using a patch. A 25 mm non-edwards prosthetic valve was then implanted. Patient expired on pod #1. There is no information suggesting that the edwards device caused or contributed to the patient's death. No other details were provided.